Manufacturer narrative:
(B)(6). Literature article: bolger, c., jones, d., czop, s.¿evaluation of an increased strut porosity silicate-substituted calcium phosphate, sicap ep, as a synthetic bone graft substitute in spinal fusion surgery: a prospective, open-label study¿. European spine journal (2019) 28:1733¿1742. Https://doi.org/10.1007/s00586-019-05926-1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 16 patients underwent a twenty-four-month study in which an unknown baxter synthetic bone graft substitute was used with spinal posterolateral fusion surgeries. Nine patients experienced back pain, five patients experienced sciatica and two patients experienced myositis. The cause of the events was not reported. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Correction/additional information: this is a duplicate report to the report under manufacturer report numbers: 2032282-2013-00057, 2032282-2013-00058, 2032282-2014-00116, 2032282-2014-00093, 2032282-2014-00116, 2954761-2012-00006, 2954761-2012-00005, 3004450973-2012-00014. All relevant information was submitted under the reports 2032282-2013-00057, 2032282-2013-00058, 2032282-2014-00116, 2032282-2014-00093, 2032282-2014-00116, 2954761-2012-00006, 2954761-2012-00005, 3004450973-2012-00014. Should additional relevant information become available, a supplemental report will be submitted.